Manufacturer narrative:
A fully deployed wallflex biliary stent was received for analysis. Visual analysis of the returned device noted that the stent wire and stent cover was damaged and had multiple wire breaks. Corrosion to the nitinol wire coating was present. A comparison of the photo of the stent provided by the customer after removal, and of the post-disinfection device suggests that the stent wire corrosion is likely a result of the disinfection process. There were no other issues identified during the product analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The dfu states that ¿stent removal from benign strictures up to 12 months post-deployment using a rat-tooth forceps, grasp the retrieval loop on the end of the stent and gently pull the stent back with the scope to remove¿. The stent was placed for the treatment of benign biliary strictures, and was removed after 12 months post-deployment. Therefore, the most probable root cause classification is user / use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 10, 2017 that a wallflex biliary rmv rx stent system was implanted in the biliary tract to treat a benign during a stent placement procedure on (B)(6) 2015. According to the complainant, during a planned stent removal on (B)(6) 2017, the stent was difficult to remove, the removal loop broke and the stent deformed. The stent was able to be removed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿okay.¿

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rmv rx stent system was implanted in the biliary tract to treat a benign during a stent placement procedure on (B)(6) 2015. According to the complainant, during a planned stent removal on (B)(6) 2017, the stent was difficult to remove, the removal loop broke and the stent deformed. The stent was able to be removed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿okay¿.